Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient (a7007 relief study) underwent a revision of the permanent trial lead due to inadequate therapy.

Manufacturer narrative:
Correction to initial MDR in block d6b.

Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient (a7007 relief study) underwent a revision of the permanent trial lead due to inadequate therapy. At the time of implant, on (B)(6) 2023, the trial lead expiration date was 19jan2023. The permanent trial ended on (B)(6) 2023. No further information has been obtained despite good faith efforts.